Event description:
It was reported that the device would stop pumping and trigger alarms. Alarms wont stop. Unit error occurred during preventive maintenance. No patient involved.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear on the tank cover, drain fitting, interlock block and pole clamp assembly. Faulty printed circuit board (pcb) and damaged micro switch. Functional testing found the micro switch is damaged so the disposable alarm goes off and it won't activate the pump confirming the customer complaint. The root cause of the reported issue was found to be customer damage. Bent the micro switch back and performed repairs, device passed all functional testing. D5 and e4 are unknown, no information provided to date.